Manufacturer narrative:
(B)(4). Per the instructions for use (IFU), device embolization is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular embolization (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, per report, the event was attributed to valve deployment with less than the nominal inflation volume. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.

Event description:
During a transfemoral tavr procedure, the 26mm sapien xt valve embolized into the left ventricle requiring a second valve to be placed. As reported, balloon valvuloplasty (bav) was performed with a 20mm z-med bav balloon. A 26mm sapien xt valve was deployed in the aortic annulus with 20ml inflation volume (nominal is 22ml). Approximately 1 minute after placement, the valve slipped into the left ventricle. The delivery system was advanced into the valve, inflated and the valve was pulled back into the lvot. A second 26mm valve with 22ml inflation volume was positioned 60:40 aortic/ventricular and deployed 80:20 a/v. The second delivery system was reintroduced with an additional 2ml (total of 24ml) for post dilation. The patient remained stable throughout the procedure and was transported for post procedural care. The sinotubular junction diameter measured 30mm and the sinus valsalva (sov) diameter measured 33mm. There was moderate calcification of the native annulus and leaflets. The aortic valve area by CT was 454mm2.